Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken r-unit (charged coupled device). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken causing the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed either black or flickers and streaks. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the subject device showed either black or flickers and streaks. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.